Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 5.8 cm in diameter and 10.2 cm in length thoracic aortic aneurysm. Vessel morphology at the time of implant was reported as the proximal aortic neck diameter is 18.4 mm, and the proximal aortic neck has a reverse tapered shape. This was an emergent case because the aneurysm expanded 9 mm within 10 days. The stent grafts were implanted dsa confirmed a type ia or type IV endoleak after touch-up. Angiography was carried out inside of the stent graft and confirmed to be type ia endoleak. Another ballooning was not carried out. Instead, other manufacturer¿s aorta cuff was additionally implanted for the treatment. But the proximal side was inserted at a slant, which resulted in remained leak. Therefore, a guide wire was pushed to aortic valve and the same device, which was the second aorta cuff from another manufacturer was added. The endoleak was not resolved, but the procedure was completed. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).